Manufacturer narrative:
Mfg records that were reviewed did not identify what may have caused or contributed to this event. The investigation is ongoing. If add'l info is collected/determined, a supplemental report will be filed as appropriated.

Event description:
A distributor reported that a surgeon had trouble seating a druj implant. The surgeon identified the size of implant then started to impact the device and place it into the osteotomy. The surgeon reported that he was unable to seat the implant. He then spent 30 minutes trying to remove the implant to no avail. The surgeon made one last attempt to seat the implant and the ulna fractured. The surgeon closed the pt with the device in situ, sure that the fracture would heal. The doctor stated that the pt has a gap between the implant and the bone which he believes is causing a click during supination. He also stated that he believes that the implant in the box was larger than what was stated on the box and that there was a difference between the trial stem and the implant stem.